Manufacturer narrative:
Investigation summary: to aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows a packaging blister top web with lot 9193535. The second photo shows the packaging blister bottom web side where the units are visible. The final photo shows the packaging blister top and bottoms webs where the lot number appears to be 6006589. No other information could be obtained from the photos. A device history record review was completed for provided material number 305109, lot number 6006589. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd precisionglide¿ 27 g x 1/2" hypodermic needles the label information is incorrect. There was no report of patient impact. The following information was provided by the initial reporter: for the lot number 9193535, this is just to show actual stock from ksm to compare with the reported suspected counterfeit or parallel import precision glide.